Event description:
On (B)(6) 2011, t2 recon surgery for left femoral was performed. Further t2 recon surgery for right femoral was performed in 2012. After that both side became nonunion. The nails were broken. On (B)(6) 2013, the distal screws of both side were extracted because the patient complained of pain.

Manufacturer narrative:
Evaluation summary: manufacturing documents could not be reviewed as no lot-no was provided. The review of the risk analysis revealed no observation; nail breakage was considered and potential thresholds were not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. In this case the nail broke after an implantation period of at least 10 months. After such period it is can be suggested that it broke in a fatigue fracture. Insufficient bone healing was confirmed. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. Based on presented information a deficiency in the nail was not verified. Considering confirmed nonunion nail breakage was rather patient related. Device was not returned.

Event description:
On (B)(6) 2011 t2 recon surgery for left femoral was performed. Further t2 recon surgery for right femoral was performed in 2012. After that both side became nonunion. The nails were broken. On (B)(6) 2013 the distal screws of both side were extracted because the patient complained of pain.